Manufacturer narrative:
Concomitant medical devices: 5076-45 lead, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The sensitivity was reprogrammed and the issue was resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.